Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 20-jul-2018 with the following findings: during investigation, the pump powered on with normal vibration. Both the vibratory and audible alarm features functioned properly. The complaint of a non-stop pulsating vibration was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an audio tone/vibration (vibration issue) issue. It was alleged the pump was "pulsating" during a call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.